Manufacturer narrative:
The exact event date was not available, therefore the date 07/01/2024 was used as estimate.

Event description:
It was reported that patient's skin was perforated by this inflatable penile prosthesis (ipp) due to excessive use, leading to infection and inflammation. Three months later, a revision surgery was performed to remove and replace the pump. There were no device issues and no further patient complications.